Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Corrections to sections h6: component code, investigation findings and investigation conclusions. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty advancing through sheath was unable to be confirmed due to unavailability of the device and procedural imagery. It was reported that the first delivery device was stuck around the external iliac artery (eia), suggesting the possibility of anatomical factors. The second set of devices (this complaint) still experienced some resistance, and the reported access damage was in the eia. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters, and/or steep angle of insertion) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, the 26mm commander delivery system (ds) became stuck at the external iliac artery while being inserted into the 14fr esheath+. The ds and s3ur were removed from the patient and it was noted that the valve was distorted. A new s3ur and ds were prepped, and the same esheath+ reused, which was now dilated by a 7mm balloon. While there was again resistance when advancing the system, the s3ur valve was successfully implanted. Upon removal of the esheath+, a vascular injury was noted. A non-edwards stent was implanted for repair.